Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent a spinal fusion procedure. Purulent discharge was identified at the evoke closed loop stimulator (cls) implant site during the procedure and the evoke scs system was explanted. No signs of infection were observed in the patient¿s laboratory results prior to the spinal fusion procedure. The evoke scs system was confirmed to be functioning as intended prior to the explant. The spinal fusion procedure was unrelated to the evoke scs system.

Manufacturer narrative:
Additional information: section d - expiration date, section g - date received by manufacturer; type of report, section h - device manufacture date; evaluation codes. The evoke scs system was discarded. The root cause of the infection cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed, and the product met all requirements for release.